Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following an unrelated procedure where ipg was placed in surgery mode and later was unable to reconnect. Company manufacturer met with patient and ipg unable to reconnect after multiple attempts and reset. As such surgical intervention will be undertaken to address the issue at a later time.